Manufacturer narrative:
Explant date: additional information. The pump was discarded and was not available for analysis. A specific root cause for the reported event could not be determined. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: additional information was received from the vad coordinator indicating that the patient received a heart transplant on (B)(6) 2016 due to suspected pump thrombosis. The patient had elevated lactate dehydrogenase of 1357 u/l on (B)(6) 2016 and was increased to a 1a status on the transplant list.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 3 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 and was undergoing evaluation for possible pump thrombosis. System controller log files were submitted to the manufacturer's technical services representative for review. On (B)(6) 2016, the log file had captured an approximate 11 hour period of time with several pump power elevations after which the pump powers returned to baseline. Upon admission to the hospital the patient's inr was 1.68 and a heparin infusion was initiated. The patient's lactate dehydrogenase (ldh) level was 496 u/l. An echocardiogram reportedly showed a laminar thrombus in the left ventricle. As of (B)(6) 2016, the patient was asymptomatic, remained on heparin, and was moved up to 1a status on the heart transplant list. The pump parameters had reportedly normalized and the ldh values were trending down. The patient continues to be monitored. No additional information was provided.